Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
On (B)(6) 2023, the parent reported the recipient heard an intermittent sound. The user was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
On (B)(6) 2023, the parent reported the recipient heard an intermittent sound. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On aug 23,2023, the parent reported the recipient heard an intermittent sound. The user was re-implanted on (B)(6) 2023.